Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed as planned because the issue was intermittent. The customer had to press the pedal several times for it to work. The philips remote service engineer (rse) inspected the system remotely and found the system's footswitch was intermittently unable to trigger x-rays. Upon troubleshooting, rse found that the actual cause was an issue with the internal switch in the pedal, due to a mechanical problem. To resolve the issue, the customer used a spare pedal. After installing the spare pedal, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.